Event description:
It was reported that back on (B)(6) 2024 the patient's device was checked, and error code 6 was observed. The patient's autostim feature was found to be off and it was reenabled to 2.25ma. A device history records review for the m1000 generator performed. The generator passed final functional and quality specifications prior to release for distribution. The generator was confirmed to have been manufacturer with the new gc5 firmware. Further analysis was performed confirming that the gc5 reset is not the cause of the device issue. This was determined based on the fact that the device had the newest m1000 firmware which is not susceptible to gc5 resets no other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the suspect device was discarded.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out the battery replacement. D6b if explanted, give date, corrected data: initial report inadvertently did not provide the explant date. H6 adverse event problem, corrected data: initial report inadvertently did not code f1905 and b17.

Event description:
Implant card received noting the patient underwent a battery replacement. The explanted generator has not been received by product analysis to date.